Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) had a battery depletion (bd) error. Technical services confirmed the device data shows power consumption in increasing in a gradual fashion and recommended device replacement. There were no adverse patient effects reported. Currently the device remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) had a battery depletion (bd) error. Technical services confirmed the device data shows power consumption in increasing in a gradual fashion and recommended device replacement. There were no adverse patient effects reported. Currently the device remains in service. Additional information was received that the patient was inappropriately shocked due to noise and oversensing. It was noted that the patient was inactive at the time of the shock. The patient presented to the clinic for troubleshooting. When the patient put their left arm over head and stretched it recreated noise in both primary and secondary vectors. It was determined that alternate was not a suitable option. The patient had not lose or gained weight. The signal amplitude for this patient was smaller than expected. The field representative was to discuss the plan for this patient with the physician. At this time, the s-ICD remains in service. No adverse patient effects were reported. Additional information was received that the s-ICD was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) had a battery depletion (bd) error. Technical services confirmed the device data shows power consumption in increasing in a gradual fashion and recommended device replacement. There were no adverse patient effects reported. Currently the device remains in service. Additional information was received that the patient was inappropriately shocked due to noise and oversensing. It was noted that the patient was inactive at the time of the shock. The patient presented to the clinic for troubleshooting. When the patient put their left arm over head and stretched it recreated noise in both primary and secondary vectors. It was determined that alternate was not a suitable option. The patient had not lose or gained weight. The signal amplitude for this patient was smaller than expected. The field representative was to discuss the plan for this patient with the physician. At this time, the s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) had a battery depletion (bd) error. Technical services confirmed the device data shows power consumption in increasing in a gradual fashion and recommended device replacement. There were no adverse patient effects reported. Currently the device remains in service. Additional information was received that the patient was inappropriately shocked due to noise and oversensing. It was noted that the patient was inactive at the time of the shock. The patient presented to the clinic for troubleshooting. When the patient put their left arm over head and stretched it recreated noise in both primary and secondary vectors. It was determined that alternate was not a suitable option. The patient had not lose or gained weight. The signal amplitude for this patient was smaller than expected. The field representative was to discuss the plan for this patient with the physician. At this time, the s-ICD remains in service. No adverse patient effects were reported. Additional information was received that the s-ICD was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.